Manufacturer narrative:
Additional information: device available for evaluation, device evaluated by manufacturer device evaluation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. An internal inspection did not show any discrepancies. The device was subjected to a simulated treatment test which was completed without any failures. The system air leak, valve actuation, and load cell verification tests passed. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient¿s emergent need to be hospitalized and intubated for respiratory failure, fluid overload, and peritonitis, and the liberty cycler. However, there is no documentation supporting a possible a causal relationship between the liberty cycler and the adverse event experienced by the patient. The peritoneal dialysis (pd) nurse reported that there were no cycler alarms or any other allegation that the liberty cycler malfunctioned or did not perform as expected. There was no report of signs or symptoms of peritonitis. There is a possible association between the adverse events experienced by the patient and the patient¿s reported comorbid conditions of chronic obstructive pulmonary disease (copd), smoking history, and diabetes and the reported adverse events. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was hospitalized on (B)(6) 2017 for respiratory distress. The pd nurse stated that she was at the patient¿s house to ensure correct cycler set-up by the patient's family. At some point after the pd nurse left, the patient needed to emergently end pd treatment and disconnect from the liberty cycler as a result of acute respiratory distress and was transported to the hospital. There were no reported alarms or messages on the cycler. The patient was admitted to the hospital for respiratory failure requiring intubation and mechanical ventilation and also subsequently diagnosed with congestive heart failure and volume overload, end stage renal disease (esrd) with pd and dialysate infection (peritonitis), failed renal transplant, chronic immunosuppression, type 2 diabetes, hyperlipidemia, hypertension, osteopenia, and chronic obstructive pulmonary disease (copd) with a history of smoking. The patient¿s condition improved dramatically with mechanical ventilation and fluid removal. Sometime after hospital admission, the patient was extubated. During the hospitalization, the patient was found to have 3 species growing on her dialysate and mycamine was initially ordered intravenously. The patient also received vancomycin in her peritoneal dialysate and ordered to continue for 3 weeks in addition to avelox for 7 days at the time of discharge. The patient continued with pd therapy during hospitalization. The patient was discharged from the hospital on (B)(6) 2017 in stable condition without any respiratory distress. However, it was reported that the patient continues to have a chronic cough due to smoking. The pd nurse requested a replacement cycler. The patient received the new cycler on (B)(6) 2017 and continues to perform pd therapy without issues.